Event description:
Report from the or manager: on [redacted], a trocar broke off in the patient abdomen during the case. Followed up with the surgeon and the circulator, and all parties confirmed that all pieces were accounted for at the end of the procedure. Unfortunately, the lot number was not identified or documented, which prevented further confirmation or reporting. I am unable to confirm the lot number. Staff informed me that a similar issue may have occurred in the past. I am reinforcing education with the team on the importance of documenting lot and serial numbers and retaining malfunctioning supplies when an equipment issue occurs, so appropriate follow-up can be completed.